Event description:
Suture breakage. Customer reports that suture broke while typing. There are no reported adverse consequence to the patient related to this incident. Note: outcome to patient does not denote adverse event. MDR regulation of 07/30/96 requires reporting of incident once medical device family initially reported assuming incident could recur.